Event description:
Patient undergoing robotic myomectomy. The da vinci permanent cautery hook broke into three pieces in the intra-abdominal cavity. A scope was utilized and the cautery hook pieces were recovered. This was the 7th time this instrument had been used - expected life is ten uses.======================manufacturer response for endowrist monopolar cautery instrument, permanent cautery hook (per site reporter)======================manufacturer has not responded as of the date of this notice.